Manufacturer narrative:
Concomitant medical products: product ID: 3550-43, lot# n797383, product type: accessory. Information references the main component of the system. Other relevant device(s) are: product ID: 3550-43, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). Analysis of the curved needle (lot number n797383) found the spoon of the needle had a sharp edge on the undercut side. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the implant surgery, the lead would not pass through the needle smoothly; it kept getting stuck at the tip of the needle when exiting. A shorter needle from the lead kit was then used, and the lead fit just fine; issue was resolved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.